Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 45 mg/ml morphine (unknown) at 2.198 mg/day. It was reported that there was a pump pocket infection. Physician reports that incision has opened and the pump is exposed. The issue started on (B)(6) 2020 and marked ¿post-operative¿ as the pump was implanted on (B)(6) 2020. There were no reported environmental/ external/patient factors that may have led or contributed to the issue. The patient was taking oral antibiotics. Actions that were taken to resolve the issue included surgery scheduled for (B)(6) 2020. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump and partial catheter were removed for an infection. The explanted devices were discarded of. No further complications have been reported.